Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure, liver failure, and kidney failure could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. The outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including right heart failure, respiratory failure, hepatic dysfunction, and renal dysfunction), and driveline infection as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, "patient care and management", provides information on caring for the driveline exit site as well as controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range. The patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on 29nov2023. The passing was related to right heart failure, liver and kidney failure, and driveline infection. The death was not felt to be device related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.